Event description:
It was reported that a patient presented in-clinic for a right atrial lead revision procedure. Prior examination revealed over-sensing of noise and inappropriate automatic mode switch. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.